Manufacturer narrative:
Manufacturer's investigation conclusion: suspected thrombus in the outflow graft and inflow cannula was unable to be confirmed as no images were submitted for review, and heartmate ii left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. Additionally, a direct correlation between (B)(6) and the report of elevated lactate dehydrogenase (ldh) could not be conclusively established. The submitted log file was reviewed and found that the pump operated at the set speed without issue. The system appeared to be operating as intended. It was reported that (B)(6) would not be returned for evaluation. It was reported that the device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted, patient was in intensive care unit (ICU). Additional information stated that the patient was in ICU for swan ganz catheter (sgc) placement. The patient went for cardiopulmonary exercise testing (cpet). Heartmate ii was decommissioned. The outcome was associated with recovery of cardiac function; however, thrombus was also noted, and lactate dehydrogenase (ldh) was rising. The device operated as expected. The thrombus was found after ldh elevated from computed tomography (CT) scan. The patient reportedly missed coumadin at times. The patient was on heparin drips.